Event description:
It was reported that the customer experienced low blood glucose levels of 72 mg/dl and 42 mg/dl, which was treated with sugar. The customer's mother stated that the customer had been sneaking crackers. The customer was a bit overwhelmed with the programming of the insulin pump. The customer was provided with assistance and ever since then everything was fine. The customer's mother mentioned that there were air bubbles in the tubing of the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).